Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated event description b5, d11: added concomitant devices d10 h3, h6: a product investigation was conducted. Visual inspection: only a plate fragment of about 25mm length was returned for investigation. The only visible laser marking on the fragment is 2.0, the part- and lot number is not visible. The plate fragment is on one side broken apart at one hole with a fracture face on both side walls of the hole, which seems to be the complained post operative breakage. The fragment is cut and broken apart at the other side, this means one side wall of the hole was cut with an instrument and the other side was fractured. In general is the plate fragment in a very poor condition. The two complete holes are totally deformed, a screw insertion and locking would be impossible in one of those holes. Also there are all over the device strong notches and scratches. For all these damages it is unknown if they were caused during contouring, insertion, in-situ or during extraction. The anodized layer is worn away at all damages which shows that they were caused post-manufacturing. A functional test could not be performed as the relevant mating devices were not returned. Dimensional inspection: due to the extensive deformations of the plate not all relevant dimensions can be verified anymore, especially at the holes where the breakage occurred. Checked dimensions with caliper per relevant drawing plate thickness: pass plate width overall: pass (although strongly deformed) plate width cut ins: pass plate thickness cut ins: pass due to the deformation of the locking holes, dimensional inspection could not be performed. Drawing/specification review: relevant drawings were reviewed during investigation. No relevant design issues were noted. All changes were properly addressed with appropriate design controls. Investigation conclusion: the complaint was considered confirmed during investigation, as the damaged, stripped locking threads could contribute to the reported loose condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No manufacturing issues were noted. A root cause could not be determined, but it is possible the locking threads were stripped during implantation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in germany as follows: it was reported that initially, on (B)(6) 2020 the patient was implanted with matrixmandible plate and screws. On (B)(6) 2020 patient underwent a follow up resection surgery due to tumor growth. On (B)(6) 2020 a revision surgery was performed due to the loosening of the plate. During the revision surgery the initially implanted matrixmandible plate was bent in place and then tightened with more screws. On (B)(6) 2020 the patient returned to the hospital because part of the plate had broken off. According to the surgeon this happened post revision surgery performed on (B)(6) 2020. Patient underwent revision surgery again on (B)(6) 2020 and the broken off piece of the plate and some screws were removed. There was no surgical delay reported. Patient is in good condition. No further implications reported. This report captures the revision surgery that was performed on (B)(6) 2020 due to the loosening of the plate while related complaint (B)(4) captures the removal of the broken piece of the plate. Concomitant devices reported: 2.4mm ti matrixmandible screw self-tapping 10mm (part # 04.503.440.20, lot # unknown, quantity 1); 2.4mm ti matrixmandible screw self-tapping 6mm (part # 04.503.436.01c, lot # unknown, quantity 3) this report is for one (1)ti matrixmandible 12 hole plate 2.0mm thick this is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a revision surgery due to the matrixmandible plate loosening. The matrixmandible plate was bent in place and was tightened with more screws. The original implant date was on (B)(6) 2020. One (1) 04.503.729, one (1) 04.503.440 and three (3) 04.503.436 screws were implanted during the initial surgery on (B)(6) 2020. During the revision surgery the following screws were used to tighten the plate: two (2) 04.503.672 and one (1) 04.503.670. There were no additional screws implanted and only a part of the plate was removed. The procedure outcome is unknown. This report is for one ti matrixmandible 12 hole plate 2.0mm thick. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: possible lot numbers: lot: h032333, lot: h309165. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.